Manufacturer narrative:
A visual and dimensional inspection was performed on the returned guide wire and the reported core separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incident(s) there is no indication of a lot specific product quality issue. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported core separation appears to be related to operational circumstances of the procedure. In this case, based on the reported information and returned analysis, it is likely that during the procedure manipulation of the guide wire caused the core to kink and ultimately resulting in a core/polymer separation during retraction. The noted stretched coils likely occurred during retraction with the snare device. The noted teflon coating damage likely occurred during retraction through the torque device and/or other devices used in the procedure. Additionally, the treatment appears to be related to the operational context of the procedure as a snare was used to remove the separated wire. The noted bends or pigtail tip on the shaping ribbon likely occurred during the procedure and/or suing packing for returned analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
On (B)(6) 2020, it was reported the patient presented with acute myocardial infarction and an unspecified stent was implanted in the right coronary artery (rca). On (B)(6) 2020, the chronic totally occluded (cto) left coronary artery (lad) was going to be treated; however, it was noted that the previously implanted stent in the rca was found to be malapposed. The ht balance middle weight universal ii (bmw uii) guide wire was advanced to the rca, a non-abbott non-complaint balloon was used to expand the malapposed stent. The bmw uii was then going to be retracted from the rca to treat the lad, but it was noted that the guide wire had separated in two pieces. The fracture surface was flat and coils remained attached, however; the distal part remained in the rca. A snare was used to remove the separated wire. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.